Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) (B)(4), alleging that their onetouch verio2 meter was reading inaccurately high compared to another meter. This complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy started at 5:30pm on (B)(6) 2015. At this time the patient had a visiting nurse appointment and the nurse measured the patient¿s blood glucose on the subject meter and obtained a result of ¿522mg/dl¿. This was compared to a result of ¿318mg/dl¿ on the nurse¿s meter, performed within 30 minutes of one another. The patient manages their diabetes by self-adjusting their insulin dosage based on subject meter results. No symptoms were experienced by the patient; however as a result of the alleged inaccurately high subject meter result, the nurse injected the patient with ¿12 units¿ of insulin (type unknown). It is not known whether this was in addition to the patient¿s normal insulin dosage or not. At the time of troubleshooting the csr noted that unit of measure was set correctly on the subject meter and the patient did not have control solution available to test the subject meter. The products were replaced and requested back for evaluation. Although the patient developed signs/symptoms suggestive of potential serious injury, there is no indication that the subject meter caused/contributed to this. The reported meter result correlated with the patient¿s treatment for high blood glucose. However, this complaint is being reported as a product malfunction because the alleged product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The patient¿s test strips have been returned on 3/10/2015 and evaluated by lifescan product analysis on 4/15/2015 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.